Event description:
It was reported that during a procedure the metal tip of the unit fell off.

Event description:
It was reported that during a procedure the metal tip of the unit fell off.

Manufacturer narrative:
The product was returned for investigation. Upon visual inspection, the reported failure (tip breakage) was confirmed. The metal electrode detached from the ceramic tip, however, the detached metal electrode was not returned. There were visible scratch marks on the probe's ceramic tip. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record of the reported product/lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. An investigation is currently in process after an increase in tip breaking condition was observed during july and august 2011, which included this part number. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component; poor assembly process, and/or misuse.in sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.